Event description:
A healthcare professional reported that an ophthalmic knife was found to be blunt prior to intraocular lens implantation surgery. The procedure was completed on the same day after replacing knife. There was no patient contact and no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).